Event description:
Asr revision revised: left hip. Reason for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision recommended. Update from (B)(6) spreadsheet (B)(6) 2012: date of revision, reason for revision, hip revised asr revision: right asr implants: incorrect see below, reason for revision: pain. Update: hip revised, implant date, revision date, product codes received 2 july 2012. Hip revised: left hip. Update from (B)(6) email (B)(6) 2012: revision hospital added, surgeon. Update received: 6th march 2014 - amended implant date: (B)(6) 2006, added product type: resurfacing system and added hospital.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.